Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances measuring 153 ohms when programmed coil to can. It was noted the pacing impedances and r waves are within range. Technical services recommended to deliver a max energy r wave synchronous shock to test the lead. At this time, the lead remains in service. No adverse patient effects were reported.